Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
Insulin pump received with a blank display due to a broken off component from the interface board. Unable to perform the displacement test due to the blank display. A cracked reservoir tube lip, scratched lcd window, scratched reservoir tube window and missing end cap sticker also noted.

Event description:
It was reported that the customer dropped her insulin pump on the tile floor and the display would not come up. The customer stated there may have been cracks around the battery compartment. Upon replacing the battery, nothing happened. The customer's blood glucose was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.